Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the leg bag was confusing and too complicated for the patient to put on.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The product family for this unknown leg bag product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the unknown leg bag product ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the leg bag was confusing and too complicated for the patient to put on.